Event description:
It was reported that an ortholock ex-pin broke during surgical procedure. No further info was provided by the user facility.

Manufacturer narrative:
The device was not returned for failure analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device serial number was not provided; without it, the device manufacture date cannot be determined.